Event description:
It was reported that: patient is experiencing stiffness after sitting for 20 minutes. Patient has also experienced pain and swelling for the last six months. Patient says that his hip feels like it is swollen. Patient states that he has had testing or chromium and the tests are currently negative. Patient has also had an MRI, but has yet to receive results.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplement report.